Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, mildly calcified proximal left anterior descending artery and diagonal artery. Two htf s'port guide wires were advanced to the lesion without resistance. During removal of the first guide wire, the radiopaque tip separated. There was no resistance noted during withdrawal. The separated tip was unable to be retrieved due to the size of the vessel therefore, it was left free floating in the distal diagonal artery. Per the physician, the sharp separated tip caused a perforation, an effusion, cardiac tamponade, and cardiac arrest. The cardiac tamponade was treated with pericardiocentesis. The cardiac arrest was treated with advanced cardiac life support. The second htf s'port guide wire was noted to be bent therefore it was removed as well. A new unspecified guide wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation damages appear to be related to operational circumstances of the procedure. The reported patient effect of perforation is listed in instructions for use (eifu) gw, hitorque guide wires, ce / FDA as a known patient effect of coronary stenting procedures. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue; therefore, no product related corrective action is required. The UDI # is unknown because the part and lot numbers were not provided.